Event description:
It was reported that when a patient presented to the hospital, inappropriate atp and hv therapy for svt was observed. Beta blockers were administered to treat the svt. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.